Manufacturer narrative:
This is a continuation of MFR 1627487-2019-06319. This report was created due to the incorrect manufacturing site being listed on the previous reports. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This is a continuation of MFR 1627487-2019-06319.

Event description:
Related manufacturer reference number: 3006705815-2019-02441. Manufacturer report number 1627487-2019-06319 & 1627487-2019-06319 were initially submitted for this incident. A report of the patient experiencing increased temperatures, sweating, and difficulty sleeping when stimulation is on. In turn, surgical intervention was taken to replace the leads.

Event description:
Reference MFR. Report#: 3006705815-2019-02441.